Event description:
The patient presented to the emergency room (ER). The ER doctor wrote: patient notes yesterday that he went to radiology and it was noticed that his chest port catheter became loose. It was suggested he come to ed to have the situation corrected emergently since he utilizes the port for his rectal cancer chemotherapy." Interventional radiologist noted: "the patient's indwelling left sided mediport has become disconnected from the catheter. The catheter has migrated into the right ventricle." The entire catheter fragment as well as the indwelling left-sided mediport were removed in their entirety. A new bard power port clearvue was then implanted. There were no complications.